Event description:
It was reported that the user accidentally closed a car door on the ilet, cracking the display and rendering the touchscreen largely inoperable; a replacement device was processed, and the user was instructed on shutdown, data sync to the mobile app, and return procedures, with guidance to resume backup therapy and continue cgm use via dexcom until the replacement arrived. Symptoms included elevated blood glucose reported as high. Outcomes included interruption of automated insulin dosing that required reverting to backup therapy under healthcare provider guidance. Investigation included collection of use details and replacement logistics with return planned for further assessment. Investigation of this device revealed physical damage to the display subsystem consistent with external mechanical impact, resulting in loss of screen function and usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.